Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for two patients. Due to low anion gaps, the results were not reported out of the lab. Repeats on the other instrument gave higher results, which were reported. Patient treatment was not affected.

Manufacturer narrative:
Oc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned flowcell ports, replaced na electrode and ordered parts. Two days later, fse replaced the flowcell and tubing.